Event description:
I had the essure procedure in (B)(6) 2012. Since then, I have developed cramps with my period (never had them prior), hypothyroidism, chronic fatigue, weight gain (despite being a dedicated triathlete, runner, and cyclist), and extreme brain fog so bad that I considered quitting my job. I have found others with similar symptoms after having the essure procedure.